Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer shell cat#00620005622 lot#51429459, zimmer liner cat#00631005632 cat#61391244, zimmer head cat#00801803201 lot#unk. Reported event was confirmed with operative notes. Revision op notes demonstrated that the patient¿s right hip was revised due to elevated metal ion levels, pain and tissue reaction. Small amount of fluid in joint and significant amount of necrotic debris in the joint, intracapsular. Femoral head removed and characteristic black trunnion was evident. DHR review shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06599.

Event description:
It was reported a patient underwent hip revision approximately 7 years post primary surgery, due to pain and elevated metal ion levels. During procedure, a small amount of fluid in joint and significant amount of necrotic debris in the joint was noted, intracapsular. When the femoral head was removed and a black trunnion was evident. No further event information available at the time of this report.